Event description:
The reporter did back to back blood glucose tests, one after the other, using different fingersticks. The results were 163, 83, 115 and 86 mg/dl. Rptr did not have any symptoms. A control solution test was in range, 121 (97-138). No harm was alleged.